Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of morbid obesity and was at high risk for deep vein thrombosis (dvt) and/or pulmonary embolism (pe). Filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately seven and a half years after the filter implantation, the patient became aware that the filter had tilted, and was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited occlusion, and tilt that causes injury and damage to the patient. The following additional information received per the medical records indicate that, the patient was brought into the operative room, was then positioned, prepped and draped in standard sterile fashion. The right groin was then infiltrated with I % plain lidocaine. Using the seldinger technique, the right femoral vein was then accessed, and a guidewire was placed into the inferior vena cava. Over the guidewire, the introducer sheath to the optease filter was then placed and a cavogram was then performed localizing the level of the renal veins. At this point, the filter was then placed through the sheath and deployed beneath the renal veins. Completion cavagram showed good flow through the vena cava filter and renal veins. At this point, the sheath was pulled, and pressure was applied. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient experienced tilt and occlusion; also suffer from psychological injuries or mental anguish related to the filter. The patient live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because the filter has tilted and occluded within my vena cava.